Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that during the operation, the jaw broke on the first use and fell out of the applier. It was not reported if the jaw fell into the pt. The procedure was completed with another instrument and there was an extended or time of 80 minutes. This product is being returned under airway bill.